Event description:
The user reported that the monitor was failing on venous side; failed the color chip test. The device was not changed out. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.